Manufacturer narrative:
Analysis of historical records orthofix (B)(4) checked the internal records related to the controls made on the device code 99-91245 batch b1168646 before the market release. No anomalies have been found. The original lot, manufactured in 2017, was comprised of (B)(4) devices. All of them have already been distributed to the market. According to orthofix (B)(4) historical records, this is the first complaint received in regards to this specific device lot. Technical evaluation: the device involved in this event has not yet been received by orthofix (B)(4). The technical evaluation will be performed as soon as the device becomes available. Medical evaluation: the information made available on the case was sent to our medical evaluator. A preliminary medical evaluation was performed and will be finalized once the results of the technical evaluation become available. As soon as the results of the investigation are available, orthofix (B)(4) will provide you with a follow up report. Orthofix (B)(4) continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: (B)(6), surgeon's name: unavailable, date of initial surgery: (B)(6) 2018, body part to which device was applied: ankle, surgery description: fracture treatment, patient information: (B)(6), height 175 cm, problem observed during: into treatment/post-operative, type of problem: device functional problem. Event description: "patient has been operated on (B)(6) 2018 for left ankle fracture which required the use of an external fixator. By (B)(6) 2018 patient fell down trying to transfer maintain from right to left foot. Crack feeling. Ankle were deformed. Wire got extracted and fracture were deplaced. It was then necessary to reduce again fracture at surgery block on (B)(6) 2018. The complaint report form also indicates: - the device failure had adverse effects on patient (loss of fracture reduction), - the initial surgery was completed with the device, - the event did not lead to a clinically relevant increase in the duration of the surgical procedure, - an additional surgery was required: (B)(6) 2018, - a medical intervention (outpatient clinic) was not required, - copies of the operative reports are not available, - copies of the x-ray images are not available, - patient current health condition: unavailable. On march 28 2018, orthofix (B)(4) received a copy of pre and post op x-ray images and the following additional information: -surgeon's name : dr (B)(6), -patient current health condition : I saw dr (B)(6) yesterday. The patient is ok with no problem due to this problem. -it was the fixator itself that cracked, the xcaliber ankle. -when the device failed the surgeon had to do a new surgery with another xcaliber. The surgeon is not very worried about this. Apparently the patient would have fallen from his height and that would have broken the fixator. -the fixator 99-91245 will be returned for the technical evaluation. (B)(4).

Manufacturer narrative:
Analysis of historical records: orthofix srl checked the internal records related to the controls made on the device code 99-91245 batch b1168646 before the market release. No anomalies have been found. The original lot, manufactured in 2017, was comprised of (B)(4) devices. All of them have already been distributed to the market. According to orthofix srl historical records, this is the first complaint received in regards to this specific device lot. Technical evaluation: the returned device, received on april 16, 2018 was examined by orthofix srl quality engineering department. The visual check evidenced that the device is broken in two parts. The dimensional and functional check were not performed, as the device is broken. The crack initiated where naturally the intensification of stress occurs. The results of the technical investigation evidenced that the returned device was originally conforming to specification. The breakage of the device was caused by the collision related to the fall. Medical evaluation: the information made available on the case together with the results of the technical evaluation were sent to our medical evaluator. Please find below an extract of the medical evaluations performed. (B)(6) 2018 in this case the patient, who weighed 94kg, had a severe pilon fracture, which is the prime indication for this fixator. The fixator was applied on (B)(6), and on (B)(6) the patient fell over and broke the fixator. The surgeon has responded that the patient fell from standing height on to the ground and that this would have been enough to break the fixator. I agree. The initial reduction and the x-ray after the second fixator application on (B)(6) show a very good position and the patient has come to no harm apart from significant discomfort when he / she fell over. Any fixator would have broken with this degree of sudden loading. The patient has suffered no long term consequences. May 23, 2018 with the results of the technical evaluation: I note that in previous tests failure of these devices when it does occur happens at the same place as in this case. So, not surprisingly, this device failed at the weakest point. However we have already determined that failure in this case was due to a sudden overload beyond the design criteria of the device, because of an accident. The device was supplied fully conforming to specifications. This technical evaluation confirms that situation. Final comments: the results of the technical investigation evidenced that the returned device was originally conforming to specification. The breakage of the device was caused by the collision related to the patient's fall. The medical evaluation evidenced as follows: in this case the patient, who weighed 94kg, had a severe pilon fracture, which is the prime indication for this fixator. The fixator was applied on (B)(6), and on (B)(6) the patient fell over and broke the fixator. The surgeon has responded that the patient fell from standing height on to the ground and that this would have been enough to break the fixator. I agree. We have already determined that failure in this case was due to a sudden overload beyond the design criteria of the device, because of an accident. The device was supplied fully conforming to specifications. Orthofix would like to remind the instructions included in the orthofix external fixation system instruction for use leaflet, ref: pq exf, in description and indications for use: "the orthofix external fixation system components are not intended to replace normal healthy bone or to withstand the stresses of full weightbearing, particularly in unstable fractures or in the presence of non union, delayed union or incomplete healing. The use of external supports (e.g. Walking aids) is recommended as a part of the treatment." Based on the results of the technical evaluation performed on the returned device, that evidenced its conformity to orthofix srl specifications, and on the evidences deriving from the medical evaluation, orthofix srl can conclude that the problem occurred is related to the conditions of use of the device (patient fall on to the ground). Orthofix srl historical records show that no other similar notifications have been received in regards to this specific device lot. Orthofix srl continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: hospital name: (B)(6). Surgeon's name: unavailable. Date of initial surgery: (B)(6) 2018. Body part to which device was applied: ankle. Surgery description: fracture treatment. Patient information: weight 94 kg, height 175 cm. Problem observed during: into treatment/post-operative. Type of problem: device functional problem. Event description: "patient has been operated on (B)(6) 2018 for left ankle fracture which required the use of an external fixator. By (B)(6) 2018 patient fell down trying to transfer maintain from right to left foot. Crack feeling. Ankle were deformed. Wire got extracted and fracture were "replaced". It was then necessary to reduce again fracture at surgery block on (B)(6) 2018. The complaint report form also indicates: the device failure had adverse effects on patient (loss of fracture reduction). The initial surgery was completed with the device. The event did not lead to a clinically relevant increase in the duration of the surgical procedure. An additional surgery was required: (B)(6) 2018. A medical intervention (outpatient clinic) was not required. Copies of the operative reports are not available. Copies of the x-ray images are not available. Patient current health condition: unavailable. On march 28 2018, orthofix srl received a copy of pre and post op x-ray images and the following additional information: -surgeon's name : dr (B)(6): patient current health condition : I saw dr (B)(6) yesterday. The patient is ok with no problem due to this problem. -it was the fixator itself that cracked, the xcaliber ankle. -when the device failed the surgeon had to do a new surgery with another xcaliber. The surgeon is not very worried about this. Apparently the patient would have fallen from his height and that would have broken the fixator. -the fixator 99-91245 will be returned for the technical evaluation manufacturer reference number: (B)(4) distributor reference number: (B)(4).